Manufacturer narrative:
The insulin pump was received with minor scratched lcd window. Unit received with no (act, escape and b) button response due to flattened button dome switch (no crease) and partial unlocked lcd keypad connector noted during visual inspect. Unable to verify motor error alarm and perform self test, displacement test, basic occlusion test, occlusion test, prime test, rewind test and excessive no delivery test due to no button response. Motor passed motor test. (B)(4). The asr exemption e2015043 was revoked on february 4, 2019. This event was previously reported as an asr. Additional information or analysis results regarding this event will be reported as an MDR.

Event description:
The customer reported via phone call that the insulin pump had motor error and keypad anomaly. The customer¿s blood glucose level was unknown. The customer reported that the bolus button stopped working. It was reported that they had motor error and were able to rewind and prime worked fine for about 20 minutes then it gave another motor error and got insulin in between blood glucose and hadn¿t been running high. Customer reported that the drive support cap appeared normal. The customer was advised to discontinue use of the pump and revert to backup plan per health care professional instructions. The customer was advised the pump will need to be replaced. The insulin pump will be returned for analysis.

Manufacturer narrative:
The date provided in section "date received by manufacturer" with the initial report was incorrect. The correct date is february 8th, 2019.